Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Screw was discarded during removal surgery.

Event description:
A t2 5.0 fully threaded screw backed out of the distal portion of an scn nail. A separate surgery was required to remove the screw that backed out.